Event description:
The customer obtained reproducible lower than expected vitros valp quality control results while using the vitros 5,1 fs chemistry system. Biorad fluid l1 = 24 vs. An expected result = 34.2 ug/ml; tdm lot k1912= 13.5, 12.8 vs. An expected result = 25.1 ug/ml; tdm lot l1913= 48.6, 48.7, 48.3, 47.8, 47.8, 40.8 vs. An expected result = 60.9 ug/ml biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to occur with patient samples. There was no report of affected patient samples. There were no allegations of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that lower than expected vitros valp quality control results were obtained while using the vitros 5,1 fs chemistry system. There is no evidence that an instrument related issue and/or a reagent related issue contributed to the event. The customer obtained the affected quality control results while using valp reagent packs that were stored on board the 5,1 fs analyzer for greater than the on board stability guideline (vitros valp instructions for use, version 7.0, page 3)of </= 7 days. Acceptable valp quality control results were obtained using valp reagent packs that were on board the analyzer for < 7 days. The assignable cause of the event is a user error.